Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. This is a legal case and we have no information if the patient has been revised. As no lot number were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Not: this case is a result of a durom revision surgery (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a mmc cup on the left side on (B)(6) 2010. Currently, it is unknown if a revision surgery has been performed or if it is in discussion. The patient is pursuing a product liability claim arising out of the use of the mmc cup. It was reported by patient that the patient received an implant on (B)(6) 2010 and experienced "problems". The implantation of the mmc cup is the result of the revision surgery of a durom cup (implanted in (B)(6) 2009).